Event description:
A customer contacted beckman coulter regarding a falsely low total bhcg test result on a single patient that was generated by the access 2 instrument. Sample a from 2004 had a falsely low bhcg result of 0.42miu/ml. The low bhcg result was reported out of the lab. After the patient was sent home from the lab, the patient went home and used a home pregnancy (test methodology not provided) to test her urine (sample b). Her urine results were positive. Four days later, the same patient returned and a new sample (c) was collected for bhcg. The bhcg result from sample c was 17,600miu/ml (dil-hcg). Based on elevated results from sample c, the customer retested sample a (from 2004) and the repeated result was 5,903miu/ml (dil-hcg). There has been no change to patient treatment or any injury that can be atrributed to this event.